Event description:
It was reported that the patient had "no pressure" and was "crashing". It was requested that someone turn the pump off. It was unknown if the patient had had a recent refill, or if the symptoms were related to the pump infusion. The drug contained in the patient's pump was not reported. Additional information has been requested, but was not available as of the date of this report.